Manufacturer narrative:
Additional information: b5.

Event description:
New information states that the lead was reprogrammed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an increased atrial lead threshold and decreased sensing and a slight drop in in-range impedance. The patient continues to be monitored. Lead revision was discussed. The patient is stable.